Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
Received information stating that a fitbone nail broke during treatment. On (B)(6) 2026, patient underwent a revision procedure to remove the nail.

Manufacturer narrative:
The returned device, received on march 11, 2026 is currently under technical investigation. A follow up report will be provided as soon as the results of the technical investigation are available.

Event description:
Received information stating that a fitbone nail broke during treatment. On (B)(6) 2026, patient underwent a revision procedure to remove the nail. Further information received on (B)(6) 2026: batch number of the fitbone nail which broke: b5157349, date of initial surgery: (B)(6) 2025 date of awareness of the problem: 19/05/2025, weight of the patient: around 75 kg. The nail and the broken portion were completely removed from the patient during the surgical revision done on (B)(6).